Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the device related to the reported event anxiety¿product/procedure, capsular contracture and creases/folding of implant was received on (B)(6) 2021 with lot number 2318019. Visual analysis of the returned device identified fold creases. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: creases/folding of implant condition was observed, nevertheless is not related to the manufacturing process. The event of capsular contracture unknown baker grade is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "bilateral exchange from textured to smooth".

Event description:
Healthcare professional reported left side textured to smooth exchange. Healthcare professional additionally reported crease/folding of implant and capsular contracture, baker grade unknown. Device has been explanted and replaced.